Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2025-00014 a facility reported: "the nurse and surgeon were unable to zero the microsensor. In a severe tbi (traumatic brain injury) patient, a basic microsensor was to be placed intra-op post craniotomy. The surgeon and the or nurse stated they couldn¿t get the microsensor to zero. Incident: the icp extension cable from the cerelink monitor was attached to the basic microsensor. The nurse pressed the ¿zero sensor¿ button. The surgeon placed the tip of the microsensor into a shallow pool of ns and the nurse pressed the -0- button. A red line appeared, and senor would not zero. Sales representative let the surgeon know to be sure to keep the sensor still¿and he insisted it was. He tried several times to zero the sensor, but without success. So, he opened a metal skull bolt kit, and the exact same thing occurred. He denied any pressure against the microsensor sensor tip (on the transducer) and insisted that he was steady and still (not moving) while in the normal saline during the zeroing of the transducer. This facility only owns one cerelink monitor, so they were unable try another monitor. The surgeon stated that he cannot place an evd to monitor icp due to the pts massive cerebral edema. Because of the inability to monitor icp in this extremely critical patient, he decided to place the patient in a pentobarb coma and transfer them to blake medical center." No patient injury, no surgical delay reported.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The cerelink microsensor (ID 826850) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint could be due to memory size is too small or incorrect set-up of the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a